Manufacturer narrative:
The product has not been received for evaluation. We are unable to confirm any malfunction/determine if device behavior could have contributed to the reported high blood glucose, subsequent hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria the omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported an increase in blood glucose level reaching greater than 500 mg/dl (27.8 mmol/l), and she was experiencing dehydration. She was admitted to the hospital. The customer did not feel the pod was delivering insulin accurately. The pod was worn between 24 and 36 hours. The type of treatment was not provided by the customer.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found.